Manufacturer narrative:
The data files were returned and analyzed. The data files showed at least seven applications were performed with balloon catheter, afapro28 with lot number 93714 without any issue on the date of the event. In conclusion, a clinical issue was encountered during this case. The reported issue could not be assessed through data analysis. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The double stop technique was performed. The case was completed with cryo. The patient was asymptomatic however the pnp did not fully recover at the time of discharge. No further patient complications have been reported as a result of this event.